Event description:
It was reported that the lead exhibited loss of capture and sensing in unipolar and bipolar. The patient had been receiving radiation treatments, but it was noted that the dosage was below recommended exposure levels for the device. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.